Event description:
Medtronic received information that these aortic and mitral bioprosthetic valves, implanted approximately four years, were explanted due to aortic insufficiency and mitral regurgitation with cuspal tears. Further information was provided that the cuspal tears on the mitral valve may have been induced at the time of explant. No adverse patient effects were reported.

Manufacturer narrative:
(B)(6). Upon receipt at medtronic's quality laboratory, visual inspection revealed that the valve was distorted; oval shaped. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. Tears and abrasions in the lunula and belly of the left cusp appeared to be due to contact with the bias cloth along the inner outflow rail. Stent distortion may have contributed to the tears and abrasions. A large tear through the free margin and lunula of the right cusp appeared to be due to contact with the bias cloth. Stent distortion may have contributed to the tears and abrasions. All commissures were intact. A remnant of pannus remained attached to the left cusp along the inflow margin of attachment, into the non-coronary left inferior coaptive area, and 1 to 2.5 mm onto the left cusp. An unknown amount of pannus appeared to have been removed on the inflow of all cusps. Radiography showed a strip of mineralization in the right cusp along the septal shelf. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.